Event description:
The luer lock section of the device, located at the base of the blue section, would not lock on to the accessory channel port of the scope. A second needle was used without incident.device #1is this a laboratory device or laboratory test?no.